Manufacturer narrative:
(B)(4). Event evaluation: the product was not returned to assist in the investigation. A review of instructions for use (IFU), complaint history, quality control and drawings was conducted during the investigation. The complaint device was not returned for investigation. The customer did provide an image of the device showing what appears to be the bolster embedded in the skin of the patient. There were no reported nonconformances in production of either the set lot or component device lots. There are 3 reported complaints on the product lot. All 3 complaints come from the same customer for the same failure mode. In each case, the physician notes an issue in technique with the placement of the device. Notice of this information was sent to the global product manager regarding this information to confirm the proper use of the device and the procedure for placement of the device. There is no evidence to suggest that the product was not manufactured to specification the device is shipped with IFU which states, "while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." In addition, the IFU states, "while compressing the red plunger against the external gastropexy bolster, slide the external gastropexy bolster down the suture to achieve desired tension. Bolster position may be adjusted to relieve or increase tension as needed, as long as the red plunger is compressed against the bolster." The IFU also states, "note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." Finally, in step 12, the IFU states "note: use of a single point gastropexy anchor is not recommended." Based on the information provided it is possible to suggest that user technique played a role in this incident, but a definitive root cause cannot be determined. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
Information was provided that the physician was using the gias device during a gastrostomy procedure when it was noted that the anchor was in the tissue of the patient. The physician further reported this was due to the maintenance by the nurse and does not have anything to do with the device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that the physician was using the gias device during a gastrostomy procedure when it was noted that the anchor was in the tissue of the patient. The physician further reported this was due to the maintenance by the nurse and does not have anything to do with the device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that the physician was using the gias device during a gastrostomy procedure when it was noted that the anchor was in the tissue of the patient. The physician further reported this was due to the maintenance by the nurse and does not have anything to do with the device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.